Event description:
It was reported by the rep the device was used during a mammotome biopsy. It was reported the surgeon performed the mammotome biopsy. Surgeon then began to place a micro mark clip. The applier was inserted, vacuum was deployed. The surgeon then removed the applier and then reinserted it, then vacuum was applied again and the clip was fired. Upon inspection it was noticed that the clip was present and that the end of the applier had also broken off and was seen on the image. In speaking with the radiology tech and the surgeon, it was their opinion all steps were performed properly and the device worked properly.